Event description:
Event description guidant received information that, during a pacemaker changeout, this lead was tested. The lead was unable to pace in bipolar mode and had an impedance of 50 ohms. There was no complaint on the lead prior to the procedure.